Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and and failure analysis investigations replicated and confirmed the customer-reported complaint. The clip applier instrument was identified with one bent grip. The deformation was observed near the upper region of the clip groove, resulting in tip misalignment. Due to this offset, a clip cannot be properly seated within the groove of the grip tips. Adjacent components did not exhibit any associated damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent instrument grip tips is attributed to damage sustained during use or reprocessing. Significant misalignment may result from accidental drops, use of improperly sized trays or sinks during reprocessing, or application of excessive force to the jaws leading to overloading of the tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument failed to clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.